Event description:
It was reported that the micro saw device "fell apart or was loose". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use.  No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
It was reported that during a cranioplasty surgery the micro saw device "popped apart while using it". There was a five minute delay to the planned surgical procedure. A spare identical device was available for use. The reporter indicated that there was no patient injury or death, and no medical intervention or prolonged hospitalization.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the device was in pieces. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn component part. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device was observed that the device fell apart/loose. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.